Event description:
The customer originally returned the loaner olympus camera head for inspection due to an unspecified issue noted during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the inspection of that loaner device, a broken cable was discovered and causing no image to occur. This report is being submitted to cable the damaged cable causing no image.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, a broken cable was discovered and causing no image to occur. Additionally, the adapter was worn at the stud bolts, which was making it too easy for the optics to detach from the adapter. The adapter will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it has been confirmed that the cable was defective. Therefore, it is possible that the video function did not function normally due to a cable failure, a definitive root cause for the cable failure could not be identified. Olympus will continue to monitor field performance for this device.